Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer: lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -12.50 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to low vault. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/10.

Manufacturer narrative:
(B)(4). Device evaluation: product evaluation found that the lens was returned dry in the lens container. Visual inspection found lens haptic torn/broken/bent/deformed, and there was foreign material on lens surface, but is not possible to be specified. (B)(4).